Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site by our field service engineer (fse). The o2 gas module was replaced, but has not been received for investigation. Evaluation of the received device logs shows that the matching event on september 29 during the time period 04:28 to 05:11, had several alarms for high o2 concentration and high pressure. The pre-use check was confirmed to be successful both before and after the event. Based on the device log evaluation our conclusion is that the problem was of intermittent characteristic and that the event was likely caused by the replaced o2 gas module.

Event description:
Manufacturer reference#: (B)(4). Importer reference #:cc-cpl-2018-01577.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator gave high oxygen concentration alarms while it was connected to a patient. The logs from the ventilator also contain high pressures alarms. There was no patient harm. (B)(4).